Manufacturer narrative:
The problem was identified as an issue with the ECG module.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected ECG monitoring. No patient injury was reported.